Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation surgery and at initial activation showed five channels with hi channels. Device investigation showed damage to the active electrode array which was likely caused during implantation surgery. Other mechanical damages found during investigation are attributable to the removal surgery. In addition diagnostic imaging showed the most basal channel being extra-cochlear due to a post-operative migration of the active electrode. This is a final report.

Event description:
Channels from 1 up to 5 showed high impedance intraoperatively and the same channels were still with high impedance on the first activation on june 12, 2024 and on the second fitting on july 01, 2014. The user reportedly has no hearing perception on these channels and on channel 12. A full insertion at implantation was reported. In-package measurements did not appear to show any abnormalities. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Channels from 1 up to 5 showed high impedance intraoperatively and the same channels were still with high impedance on the first activation on (B)(6) 2024 and on the second fitting on (B)(6) 2014. The user reportedly has no hearing perception on channels 1 up to 5 and on channel 12. Diagnostic imaging confirmed channel 12 to be extra-cochlear. A full insertion at implantation was reported. In-package measurements did not appear to show any abnormalities. An implant check is planned on (B)(6) 2024.